Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports leakage was found at the artery port.

Manufacturer narrative:
Submit date: 02/12/2017. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this reported failure. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all DHR are reviewed for accuracy prior to product release. The sample was returned for evaluation: it consisted of one arterial extension that was received inside a generic plastic bag and it present signs of use. Visual evaluation was performed and it was found a crack was found on arterial (red) adapter on the thread pitch area, it had cavity #1 and the defect was at 270 degrees from the injection point. Additionally, the adapter presents marks that indicate the use of some instrument. Sample was provided by the customer, based on visual inspection the catheter did not present signs of use and the blue adapter was detached from the extension and it was not presented in sample returned. The instructions for use (IFU) states that the customer has to perform an inspection before using the device: [do not use the catheter if it is damaged or appears defective] and continues, [over tightening catheter connections can crack some adapters]. The product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use and the most possible root cause can be considered as misuse: the instructions for use were not followed causing adapter over tightening. No evidence was found to link this event to a manufacturing related cause. Should additional actions are required; this complaint will be updated accordingly. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.